Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990i-us is available in the USA with a 510k number k131902. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the control body fluid damage, the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the mechanical base plate fluid damage, the remote control switch fluid damage, the zoom motor fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the pcb for remote control/zoom switch fluid damage, the objective lens fluid damage, the suction channel buckled, the operation channel (primary) leak, the root brace rubber (insertion flexible tube) cut, the zoom motor defective, and the segment hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.